Event description:
It was reported that the device could not display the electrocardiogram (ECG) normally. The programmer was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the ECG cable was cracked, as a result the ECG cable and leads were replaced. It was also noted that the stylus was replaced. (B)(4).